Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius citrasate liquid acid concentrate products shipped to this account within the selected time frame since neither the lot number or catalog # could be identified. A records review was performed on the four citrasate lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Additionally, the packaging components and raw chemicals used in the manufacture of the identified citrasate liquid acid concentrate lots were reviewed for potential supplier non-conformance and internal exception reports that could have contributed to the complaint event. No issues were identified with any raw materials and/or packaging components. All raw materials and packaging components met incoming inspection requirements per required qcp/ip/pk and were deemed acceptable for use in production. A review of the batch production records for finished product, delivered to the client, during the specified time frame, did not reveal a probable cause for the customer complaint. There were no non-conformances or abnormalities identified in production that relate to the reported event, and all lots met release criteria. Although requested, medical records were not received. Should additional relevant information be made available, a supplemental medwatch will be submitted.

Manufacturer narrative:
The post market surveillance department has requested medical records for the reported event. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
Technical manager (tm) reported an unspecified number of patients experienced hypotension, cramping, and nausea while using the product during hemodialysis. According to the intake information, once the patients changed back to their usual acid concentrate, the symptoms stopped. According to information provided by the clinical coordinator (cc), the facility was performing a "trial" of the citrasate involving a total of fifty patient during various shifts. This began august 25, 2015 and stopped october 17, 2015 and reportedly was done to see if the patient would have a better clearance of solutes. A log provided by the cc showed a total of thirty-nine patients experienced symptoms including hypotension cramping, and nausea/vomiting. The cc reported the patients were given a normal saline solution bolus of unknown volume and the ultrafiltration was suspended. No hospitalization was reported. All the patients are reportedly continuing hemodialysis using their usual acid concentrates and are without further symptoms. All of the product was used; therefore, no sample is available. Patient identifiers wer redacted from the clinic log and therefore are unavailable. The log indicated this patient experienced hypotension and cramping. It also indicated the patient was dialyzed using different potassium strength citrasate concentrates.